Event description:
It was reported that the recorder was undersensing. Plan is to make the recorder more sensitive. The reported noise with isometrics. The clinician will try new parameters. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed that the lifetime asystole episode counter had reached its lifetime maximum of 65535. This counter was not expected to ever reach its lifetime maximum count and no provision exists to reset it. The device is operating per design.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the recorder was undersensing. Plan is to make the recorder more sensitive. Further reported noise with ismetrics. The clinician will try new parameters. The recorder is still in use. No patient complications were reported as a result of this event.